Event description:
It was reported that the hand piece attachment was faulty pre-operatively. There was no patient involvement.

Manufacturer narrative:
H3) evaluation of the device determined that a burr was found stuck inside the tube, the tube head was bent, and a bearing was loose. Additionally, the color band was also worn-out and faded, the markings were vague, and corrosion was observable in the base and tube. It was noted that the device was scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.